Event description:
During an endovenous laser procedure the physician inadvertently fired the laser, while it was in the sheath. Approximately 3 inches of the sheath was in the patient's leg, and the physician made an incision to remove the sheath segment from the patient's great saphenous vein. The patient was reported as having no additional complications.